Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: e4, g1, h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to depuy cork which conducted a visual inspection of the returned device. On examination of the returned complaint unit, it was found that the tyvek ¿lift here tab" had ripped and was no longer present. There is no impact on the sterility of the unit or integrity of the sterile barrier. However the current complaint condition cannot be attributed to a manufacturing issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: quantity manufactured:(B)(4). Date of manufacture: 02/27/2022. Any anomalies or deviations identified in DHR: non-conformance: 3 non-conformances associated with lot 3717978: nr-0173764, nr-0175273,nr-0179069. No relationship with the complaint allegation. Expiry date: 01/31/2032. IFU reference: 090200828. Nr-0186118: this non-conformance was opened to further investigate complaints. (B)(4) (this complaint) will be investigated under this nr also. Device history review: quantity manufactured:(B)(4). Date of manufacture: 02/27/2022. Any anomalies or deviations identified in DHR: non-conformance: 3 non-conformances associated with lot 3717978: nr-0173764, nr-0175273,nr-0179069. No relationship with the complaint allegation. Expiry date: 01/31/2032. IFU reference: 090200828. Nr-0186118: this non-conformance was opened to further investigate complaints .(B)(4) (this complaint) will be investigated under this nr also.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune femur can not be removed from the packaging. No adverse affects on the patient.